Event description:
During implant procedure, the set screw of the header of the device broke. The device was not implanted and a new device was successfully implanted. The patient was stable.

Manufacturer narrative:
Reported event of the ventricular set screw break was confirmed. Analysis revealed the user of the torque wrench inserted the tip of the wrench misaligned with the inset of the ventricular setscrew, damaging the setscrew and lodging the wrench into the screw. This ultimately caused rounding of the inset. The setscrew anomaly was consistent with having occurred during the procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.